Event description:
During use in an acl reconstruction, the dr was inserting the screw through the fat pad when the screw started to crack. The dr then tried an add'l screw from a different lot (538357); he went to insert the screw into the tibial tunnel when the driver went through the screw. Surgeon used the co's starter and current driver with lazer marked depth lines. A delay of about twenty minutes was experienced to remove all fragments of the screws. The procedure was successfully completed using an endobutton and 8x35 biorci screw. No pt injury or complications resulted from this event.